Event description:
It was reported that the patient with this artificial urinary sphincter experienced pressure-regulating balloon (prb) migration, that led to a surgical intervention. During surgery, the prb was replaced and repositioned. There were no patient complications reported.